Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical event: tf 231008 during ventilation occurred.

Event description:
The following was reported to hamilton medical ag: summary: technical event: tf 231008 during ventilation occurred.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. In this complaint case it was reported by the service technician of the local distribution partner that the technical event (te) 231008 did occur during ventilation with a patient involved. However, the transmitted eventlog file prove that the event happened during standby on the device during preoperational check, consisting of tightness test and flow sensor calibration, when no patient was connected to the ventilator. No patient, user or third party was harmed, no intervention was required at the time of the event. Based on the information available, this issue may have caused or contributed to a patient harm because of a delay in treatment when the preoperational check cannot be carried out successfully. Because a potential hazard could be present in this case; this event was classified as potential reportable. The service technician of the local dirstrubution partner went to the customer and replaced, after the hospital approved the cost estimation, the front panel board msp160196 and the o2 mixer assembly msp160226 of the device to solve the issue. Further he checked the device successfully with the service software and released it afterwards. It was not further explained why the front panel board was been replaced. This part replacement has nothing to do with a complaint relating to te 231008. No CAPA will be triggered. Nevertheless, the failures are monitored constantly and if the failure rate was to increase a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. In this complaint case it was reported by the service technician of the local distribution partner that the technical event (te) 231008 did occur during ventilation with a patient involved. However, the transmitted eventlog file prove that the event happened during standby on the device during preoperational check, consisting of tightness test and flow sensor calibration, when no patient was connected to the ventilator. No patient, user or third party was harmed, no intervention was required at the time of the event. Based on the information available, this issue may have caused or contributed to a patient harm because of a delay in treatment when the preoperational check cannot be carried out successfully. Because a potential hazard could be present in this case, this event was classified as potential reportable. The service technician of the local dirstrubution partner went to the customer and replaced, after the hospital approved the cost estimation, the front panel board msp160196 and the o2 mixer assembly msp160226 of the device to solve the issue. Further he checked the device successfully with the service software and released it afterwards. It was not further explained why the front panel board was been replaced. This part replacement has nothing to do with a complaint relating to te 231008. No CAPA will be triggered. Nevertheless the failures are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: summary: technical event: tf 231008 during ventilation occurred.